Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant  the atrial lead position check failed and atrial capture was not able to be confirmed. It was also reported that far field r-wave (ffrw) oversensing was noted on atrial electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.